Manufacturer narrative:
This supplemental report is being submitted for the UDI of the device. Please see the updates in sections: d4 (UDI), g4, g7, h2, and h10.

Manufacturer narrative:
The device evaluation which was returned on (B)(6) 2020, with initial MDR submitted without a device evaluation as it was in progress, is now completed. This supplemental report is being submitted to provide this information. This is the first of the two devices reported for this event. Please see the updates in sections: g4, g7, h2, h3, h6 and h10. The manufacture date is not known. The user¿s complaint was confirmed. A visual inspection on the received condition and found the sterile package breached, with a small portion of the top cover receding. The plastic casing that encloses the physical device has jagged cuts around the edges. The void left by the cuts are present on one side of the packaging. The cutting forceps inside the package does not have any signs of usage, nor does it appear to have been removed from the package. All records indicate that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A test was performed on a device still in the original package, and attempted to recreate the reported event by applying excessive force to one end of the package. The test package was pressed up against a hard surface multiple times. After testing, the plastic became creased and bent. There were no voids created during the testing. The root cause of the cracked packaging is unknown. However based upon a review of records and evaluation there is no reason to suspect systemic failure of this lot. Both issues of a cracked package of this lot were in the same event; the damage to the package is likely during transportation or handling.

Manufacturer narrative:
Due diligence for additional information was executed. Event date is not known. This report is for the first of the two devices. The device is returned but evaluation results not yet available. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Device evaluation not yet completed.

Event description:
As reported for this event, when preparing for use, a crack in the device packaging was observed. The second device selected was also found with the same issue.